Event description:
It was reported that the patient is experiencing pain in his right hip. Patient has a limp and states that his hip doesn¿t hold his weight. Patient states that he has had blood work and MRI done. Blood work shows elevated levels of metal. Patient also states that he is going to the surgeon today to be tested again.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Add¿l info has been requested and if received, will be provided in a supplemental report.